Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] the root causes of the reported phenomenon could not be identified. [Considerations] the followings were confirmed from the investigation. -the main board of the subject device was failure. -there was no abnormality related to the internal functions of the subject device other than the reported phenomenon. -the subject device had not been returned to the manufacturing site. From above investigation, omsc concluded that this phenomenon was occurred due to the main board failure of the subject device. The cause of the main board failure could not be identified. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was not displayed when the subject device was turned on, at preparation for the cholecystectomy procedure (a patient was not under anesthesia). The intended procedure was completed with another similar device. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon and the subject device could not be turned on. It was found the cr board failure of the subject device which caused the reported phenomenon. The cr board had pressure sensor and pressure sensor circuit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.